Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) with this right ventricular (rv) lead recorded noise over sensing on both rv and ra leads. A full in clinic check, including isometrics could not induce the noise. At an atrial tachy response event noise was also observed but the p wave was observed during that time. Also at a ventricular event, rv noise was observed with a pause in pacing for more than two seconds, but the r wave was observed. Ra and rv impedance both have a very slight downward trend over the last year. The physician chose to reprogram the crt-p for pacing in both ra and rv channels and ra sensing was turned off. As leads have been implanted for several years, they are almost certainly experiencing some kind of degradation based on noise and impedance trends. The crt-p, the ra lead and this rv lead remain in service at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).